Event description:
A balloon ruptured on the first inflation at its rated burst pressure during a peripheral angioplasty procedure of an extremely calcified lesion. The procedure was completed successfully and there were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering eval revealed a leak. Microscopic exam revealed a pin-hole leak 1.2cm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratched on the balloon surface. It was also indicated this device was used an extremely calcified lesion and was inflated and ruptured at its rated burst pressure. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to the arasive nature of these lesions...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."